Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 11-nov-2023. Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 3019813 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and one other complaint has been taken on this batch for performance (and is also not confirmed). Retention samples from batch 3019813 (100 tubes) were available for inspection. Retentions were performance tested for growth and antibiotic susceptibility in a bactec mgit instrument. All performance testing for growth and antibiotic susceptibility was satisfactory per qc procedures and in accordance with the certificate of analysis. Twenty tubes from batch 3019813 were returned in a small box. The complaint description indicates failure in the micromgit reader. The micromgit reader instrument is intended to be used with mgit 4ml tubes (bd material numbers 245111 and 245115) for manual testing. For this investigation, returned tubes were read in a micromgit reader and all read negative as expected (tubes were not inoculated). No photos were received for investigation. This complaint cannot be confirmed. Bd will continue to trend complaints for performance defects.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml there was a performance issue. The following was reported by the initial reporter: false positive mgit tube ( micro mgit reader). The lot was tested with a positive control with mycobacterium tuberculosis upon receipt. The control met our expectations. No negative control is routinely set for a new lot of mgit tubes. Once a week we control the cultures incubated at 28°c with the micromgit. Now we noticed that all cultures with this lot have a growth unit of 14 or 15. Thus, these are slightly positive for us and need to be checked further. However, when we make a preparation from these cultures and microscope it, the result is negative without exception.

Manufacturer narrative:
E.13- initial reporter facility name: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml there was a performance issue. The following was reported by the initial reporter: false positive mgit tube ( micro mgit reader ) the lot was tested with a positive control with mycobacterium tuberculosis upon receipt. The control met our expectations. No negative control is routinely set for a new lot of mgit tubes. Once a week we control the cultures incubated at 28°c with the micromgit. Now we noticed that all cultures with this lot have a growth unit of 14 or 15. Thus, these are slightly positive for us and need to be checked further. However, when we make a preparation from these cultures and microscope it, the result is negative without exception.